Event description:
It was reported that an ilet user experienced recurrent low glucose after meal announcements and subsequent hyperglycemia attributed to overtreatment of lows; the user reported confusion about announcing meals versus snacks and treated a reported low with approximately 8 grams of carbohydrate while on the phone, with cgm readings as low as 57 mg/dl and highs up to 202 mg/dl, and a factory reset was discussed for maladaptation; the device component implicated was the user interface and the problem involved improper or incorrect procedure or method. Symptoms included hypoglycemia with dizziness and hot flashes/flushes. Outcomes included an unexpected medical intervention in the form of carbohydrate administration. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage problem related to meal/snack announcements and aggressive low treatment, associated with the user interface. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and that an unintended use error caused or contributed to the event.